Event description:
Physio-control received a report, "customer reported that the power supply is not working and the unit had smoke coming out of it as well". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified that the device does not recognize ac input, but did not confirm issues with dc power as device powered up on dc battery alone. Stryker replaced the device's power pcb to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further root cause could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report, "customer reported that the power supply is not working and the unit had smoke coming out of it as well". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.